Event description:
It was reported that during a total hip revision the cable tensioner would not allow the cable to pass through. The cable appeared to be jammed. Surgeon used another tensioner to complete the procedure. There was no adverse event to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received and exhibited minor wear and tear. The device history record review found that the product functioned as intended at the time of shipment. The supplier's investigation revealed that the returned cable tensioner meets the final inspection requirements. The product passed all synthes incoming inspection at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by the supplier, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)